Event description:
A sales representative reported the day before the procedure, that an intraocular lens (iol) was going to be re-positioned. The surgeon who was to re-position the iol was not the implanting doctor. The serial number of the iol was not provided. The lens was implanted at 93 degree but shifted to 65 degrees. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). Serial number not provided. Therefore, the expiration date is unknown. Implant date not provided; lens was not explanted. Manufacture date is unknown (as the serial number is unknown). All pertinent information available to the manufacturer has been provided. Placeholder.